Event description:
Initial surgery done about two years ago for left knee arthroscopy and arthroscopic anterior cruciate ligament reconstruction. Patient complained of an increase in swelling in the area of a previous incision. The patient was taken to the operating room to evaulate if area was a foreign material that may have been left in. After opening, an area of cystic change was seen. After opening the cyst, a reactive white material was removed. It was felt to be a reactive-type synovitis secondary to the bioabsorbable screw. There were small fragments of the screw present within the cyst area. The cyst and fragments were removed and a sterile dressing applied. There was no sign of infection.